Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: perforation was missing between the products.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: perforation was missing between the products.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples and photographs for evaluation. Bd received two unused unopened samples. Three photographs were also submitted which displayed similarities to that of the returned units. Through the visual evaluation of the units, the perforation cut on the packaging was not properly perforated therefore confirming the reported issue. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to the packaging process. This defect occurred due to normal machine wear. The packages are perforated at the point where the squeezing knives touch the knife roller. If the air is too low or the air cylinder/knife is not working properly, there will not be enough pressure for the knives to perforate the packages. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.